Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the helix on this right ventricular (rv) lead would not extend. The implanting techniques of making one rotation per second and having no sharp bends in the lead were followed. The recommended number of turns was exceeded and the helix still did not extend. Therefore, the physician used a forceps to turn the tip cathode and the helix appeared under fluoroscopy to have extended slightly. Lead measurements with the pacing system analyzer (psa) were within normal limits. However, when the lead was connected to the device the auto lead detect feature did not activate. The device was manually programmed out of ship mode and it was then observed that the impedance measurements were greater than 3,000 ohms. The helix then would not retract so the lead could be removed from the patient. The physician rotated the entire lead body to remove the lead. Another lead of the same model was then implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.